Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tips were not releasing in the reported problem area of the pipette assembly. The plunger clamp was replaced. All collets were cleaned. All tip clamps, plunger clamps were inspected. The z-arm was cleaned and lubed. The insturment was tested without further problem, and returned to service.